Manufacturer narrative:
A customer reported that following an ocular procedure, a patient was observed to have "possible endophthalmitis." No cultures were performed. The patient was referred to a retinal specialist. The customer provided information, which can help determine root case. The following information was provided: the customer learned that the enzymatic cleaner was not being changed between cases. The surgical (robotics) were only being confirmed ¿verbally¿ as being cleaned. Additional contributing factors were also mentioned by the customer. The ¿instruments were sitting, (between decontamination and actual sterilization) without being kept moist.¿ the transport to the hospital was done via currier vehicle. The sterilization process was moved to the surgery center, (which was done to monitor the process, more closely). It has also been determined that disposable products (made available: I/a tips, blades, polisher, etc.), will be used. There is an order to install a water dispenser as well. A company representative has been assigned to follow up with the facility to ensure the proper preventive actions are taken. Additional, related information was requested and there was none provided to date. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. No cultures were taken of the patient. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. There is no evidence that the design or manufacturing of the equipment contributed to the reported event. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an ocular procedure, a patient was observed to have "possible endophthalmitis." No cultures were performed. The patient was referred to a retinal specialist. In a follow up with the customer, it was discovered that the handpieces were not being kept with the same tray so it is unknown which handpiece was used for the cases. However, the facility does not necessarily suspect the handpieces. It was discovered that the staff was using an enzymatic cleaner and rinsing in-between was not being done, robotics were being cleaned in the ultrasonic with only verbal confirmation that cleaning was done in between, instruments were sitting between decontamination and actual sterilization without being kept moist, and transportation to hospital via currier vehicle. Changes were made by moving sterilization to the surgery center to closely monitor process and disposable product that are available will be used. Additional information received indicating the patient had an irregular oval pupil. An injection was performed and pars plana vitrectomy. Antibiotic, steroids and glaucoma eye drops were used postoperatively.